Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked insulin. There was no reported adverse impact to the customer. Customer declined to additional assistance by tandem technical support; however, the customer loaded the same cartridge to resume insulin therapy. No additional information was reported or known.